Manufacturer narrative:
No additional findings at this time. The reported issue was resolved through a system reboot. No parts were replaced on the system, so none will be returned to the manufacturer for evaluation. No additional issues have been reported.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system door would not closed completely, and 2d images could not be acquired. It was reported that the door appeared to by physically closed, but the image acquisition system (ias) was not recognizing it as being closed. The system was rebooted, which resolved the issue. The procedure was completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted.